Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device, an aortic extension and two 20mm limb extensions. A computed tomography scan revealed distal type I endoleak. On (B)(6) 2012 the patient was treated with an 25mm aortic extension in the right iliac artery to correct the distal type I endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient anatomy met the criteria for indications for use. Endoleaks are a known risk of the procedure. No conclusion can be drawn.